Manufacturer narrative:
The calibration and qc data did not indicate any issues. The alarm trace showed multiple clot detection alarms. The image of the patient sample from the analyzer's sample foam detection camera showed a white part which may have been caused by a fibrin clot. Based on the qc data, a general reagent issue was not present. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The troponin reagent lot number is 74279901 and the expiration date is 28-feb-2025. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs assay results for 1 patient plasma sample on a cobas e 801 analytical unit. The initial troponin result was 14.5 ng/l. The repeat result was 11.4 ng/l.